Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient cut off the driveline accidentally and had a very vigorous cardiopulmonary resuscitation (CPR) done where multiple ribs were broken. The patient expired after care was withdrawn. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Death is known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2016-01414 and 3007042319-2016-01415) submitted for devices related to the same event.

Event description:
It was reported from the united states that this patient's driveline was cut completely through. The patient was coded at local hospital for 90 minutes and the hospital attempted to repair the driveline resulting in restarting the pump. The patient was then transferred to implanting hospital. The patient had a very vigorous cardiopulmonary resuscitation (CPR) done and had broken a lot a ribs at the local hospital. The patient's lactate dehydrogenase (ldh) was 1100 and the aortic valve was opening every beat. The coordinator believed that possibly during the CPR, one of the links may have become disconnected and was kinking the outflow graft. The hospital did not perform a computed tomography scan because they were afraid of disrupting the driveline repair. Support was withdrawn from this patient on (B)(6) 2013 and the patient expired. The doctors reported that this was an accidental cut of the driveline when the patient was trying to cut off their adult incontinence product. The patient was symptomatic because they went down and had CPR administered for 90 minutes. The site would not take pictures due to the committees they had to go through to get permission to do so. The device was not returned to the manufacturer for evaluation.